Manufacturer narrative:
Method code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information was received such as - date of explant.

Event description:
Additional information indicates the patient had their leads explanted and replaced which resolved the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-03123. It was reported the patient lost effective therapy. X-rays discovered both leads have migrated out of the epidural space. Surgical intervention steps may be taken.